Event description:
Pt was being dialyzed on machine. Rn saw smoke coming from the machine. Room filled with smoke. Smoke extended to hallway. Pt was immediately taken off machine and out of the room. Machine taken out of service.